Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep removed and reseated all the boards and connections related to the data transfer, replaced the system interface pcb and disconnected the remote transmitter from the system. The keyboard was also replaced and the control panel processor for the second time on one week was replaced. The system operates as intended.

Event description:
It was reported that the keyboard failed on the 9800 system.